Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. All components returned, except one band. A photo was provided and reviewed. The photo shows the device label on the box and it matches that in the report. It also shows the device in the tray, and there is one loose band in the tray and only four bands remain on the barrel. Our laboratory evaluation of the product said to be involved confirmed the report based on the fact that only 4 bands remained on the returned barrel and one loose band was in the tray. A function test was not performed on deployment of the bands as this occurred prior to use, however, a visual examination of the device was performed. The set-up process prior to deployment was executed and all parts operated as expected without premature deployment of the bands. The trigger cord was examined, and all twelve deployment beads were present. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured between the knots and is within tolerance. The handle wheel movement was performed, and the wheel functioned as intended. The multi-band ligator barrel was able to be attached onto the end of the endoscope as expected. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. However, a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the patient is ready, user installed the mbl-6-f device onto endoscope and ready to advance into the patient's mouth, but without operating the handle, 2 bands prematurely released to the ground. User changed to another new one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.